Event description:
It was reported that a patient began experiencing abscesses due to a suspected allergic reaction approximately 15 months post implantation of a pectus bar. Subsequently, the patient has undergone a surgical incision and drainage, received anitibiotics and pain mediciation, as well as multiple wound vac changes and wound care. A second abscess formed approximately 22 months post implantation. The bar is still implanted, awaiting an allergy test. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.